Event description:
The user facility reported a patient was on an automated impella controller (aic) for mechanical circulatory support. The complainant reported that the aic experienced a purge disc/flag issue. No clinical details regarding resolution or patient involvement/condition were provided.

Manufacturer narrative:
The investigation into the purge disc/flag issues issue has been completed. The automated impella controller (aic) was returned for investigation. The logs for ic showed the purge cassette inserted but no purge disk detected because the purge disc retainer had completely broken off. Device analysis: the purge disc retainer was broken which would have caused the inability to complete the case wizard. The cause of the issue was a broken purge disc retainer. This report is being filed as part of a retrospective review of historical records.